Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received. Case becomes an incident. Previously added event injury replaced to medical device removal. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included adenomyosis and paratubal cyst. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: insertion details- left-1 and right-3 coils were seen in the cavity. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: diagnosis: uterus, cervix, bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: cervix with no significant abnormality. Uterus with proliferative endometrium and adenomyosis. Fallopian tubes x2 with no significant abnormality. Para tubal cysts. Essure coils in place (gross evaluation only). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2020: mr received- event medical device removal updated to pelvic pain. New reporter, medial history, lab data were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included adenomyosis and paratubal cyst. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: insertion details- left-1 and right-3 coils were seen in the cavity. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: diagnosis: uterus, cervix, bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: cervix with no significant abnormality. Uterus with proliferative endometrium and adenomyosis. Fallopian tubes x2 with no significant abnormality. Para tubal cysts. Essure coils in place (gross evaluation only). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-aug-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.